Event description:
It was reported that the patient experienced multiple and chronic gastrointestinal (gi) bleeds secondary to arteriovenous malformations (avm) post left ventricular assist device (lvad) while on warfarin. The first instance of gi bleed was noted on (B)(6)2022. The patient had no previous history of avm's prior to their lvad implant and they were on warfarin when the bleeds occurred. Push enteroscopy confirmed duodenal angioectasis. Aspirin was stopped and their international normalized ratio was decreased. The patient was treated with argon plasma coagulation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heart mate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.